Event description:
It was reported that a new ilet user did not understand how the ilet functions and did not recognize that an infusion set or cartridge occlusion had occurred, with blood glucose measured at 246 mg/dl and external insulin taken; troubleshooting and education were completed without device alerts or alarms. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution following user education and troubleshooting. Investigation included technical support troubleshooting and user education on occlusion recognition and infusion set and cartridge management. Investigation of this case revealed user difficulty with device operation and an infusion delivery obstruction consistent with an occlusion within the infusion set or cartridge pathway, with no evidence of electronic alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error leading to interrupted insulin delivery due to occlusion.